Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video system center had a blank image on the screen. The issue occurred during a diagnostic colonoscopy procedure. The procedure was completed using a similar device. There were no reports of patient harm.